Event description:
Humeral head (tissue) retreived from freezer for implantation; during course of implantation, staff notified surgeon that packaging expiration date was 12/16/2001. This surgery was in 2002. Tissue supplied by federal agency; the reporter has been in contact with tech rep with federal agency who says that expiration is reflective of packaging integrity; attempting to acquire info from the processing agency for federal agency- info still pending.